Manufacturer narrative:
(B)(4).

Event description:
It was reported "the needle came away from the handle of the arterial line on insertion. The needle stayed within the cannula when the artline wire and handle was removed. The clinician was able to see the tip of the needle and therefore pulled it out of the patient." No patient injury was reported.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of needle cannula and hub separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of needle cannula and hub separation was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the needle came away from the handle of the arterial line on insertion. The needle stayed within the cannula when the artline wire and handle was removed. The clinician was able to see the tip of the needle and therefore pulled it out of the patient." No patient injury was reported.